Event description:
It was reported that; anchor c implant was being used and screw inserted. Ring came off of screw.

Event description:
It was reported that; anchor c implant was being used and screw inserted. Ring came off of screw.

Manufacturer narrative:
Device not returned. Device history review could not be performed as no lot information was provided. Conclusion: the established causes of the event are: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error.